Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were confirmed and reproduced during evaluation. The force requested to secure the door was above expected levels. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message in the pediatric intensive care unit. It was also reported there was no pt injury.